Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding set. The customer states they had 3 joey epump tubing sets that failed at bedside and when clinical engineering tested them they failed too. The pt was receiving tube bleeding continuously at a rate of 95cc/hr, promote with fiber. The pt was diabetic and on an insulin drip. Blood sugar=103. The pt had a brief episode of hypoglycemia and the pt was given d5w. Uf/importer report #3901330000-2014-8013.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.